Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor balloon was used in a procedure (event date and all patient information is unknown.) According to the complaint, the hospital had an issue with the extractor balloon being broken. It is unknown if this resulted in any patient complications and the patient's current condition is also unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. H3 other text : no information